Event description:
The customer reported that the 840 ventilator had an erratic screen while in use on a pt. The pt was not harmed or injured as a result of the event. Covidien customer support engineer (cse) inspected the device and upgraded to 10.4 the graphical user interface (gui) display. The unit passed extended self-testing.